Manufacturer narrative:
E1: initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. And blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed, tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 2mm proximal from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed, the reported balloon ruptured.

Event description:
It was reported, that balloon rupture occurred. The 95% stenosed, target lesion was located in the moderately tortuous. And severely calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.